Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, patient was pre-operatively diagnosed with l5-s1 degenerative disc disease and underwent the following procedure: anterior exposure and discectomy of l5-s1. Preparation of endplates, l5-s1, for fusion. Implantation of a stryker peek implant for interbody fusion, l5-s1. Implantation of rhbmp-2/acs for fusion of l5-s1. Anterior plate fixation, l5-s1, using synthes anterior plate. Use of fluoroscopy and professional interpretation of the results. As per the op notes: ¿the rhbmp-2/acs which was prepared on the back table was then placed inside the peek implant, the implant was malleted into place. Lateral c-arm verified the appropriate position of this implant. The handle was removed from this implant and an appropriate- sized plate using the synthes plate was selected and the holes on the plate were awled into the endplates with one side having the temporary fixation pin and screws were screwed in, two in each level of l5 and s1, with excellent purchase.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.